Event description:
Reportedly, five of the needles cracked and broke. All pieces recovered after the fifth needle. Another lot was used to continue procedure. No tissue damage or patient injury reported. Procedure: lap nissen patient sex: unk